Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, the device was inserted into the probe. Then the device was rotated to adjust the indicator to the alignment notch (12:00). The marker was released and the device was removed from the probe. Next the apertural area of the probe was closed. To remove the device from the probe, the device was rotated, but it had difficulties. Therefore, the device was removed with the probe from the breast mass. After the removal, it was found that the flexible introducer was broken off. The broken piece was found in the probe. There were no adverse consequences to the patient.